Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and was not working. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. Customer assisted with the troubleshooting. Customer stated that the insulin pump had stuck button alarm and whenever customer clear the alarm, the screen turned blank. The customer also stated that the insulin pump had moisture inside the battery compartment. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Moisture damage was found on the electronic assembly during visual inspection. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.